Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Additionally, it was reported that the tandem-provided charging cable caught fire. Reportedly, the pump was charging during the event. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged charging cable catching fire/being melted issue was verified, but the battery hot to touch issue could not be verified.